Event description:
It was reported in 2001 during a knee arthroscopy that the handpiece was getting hot and then would not work. A 3 hour delay occurred while waiting for another handpiece and console from another facility. One handpiece was plugged in and it was reported the scrub technician was shocked when they grabbed the handpiece. The scrub technician completed the case without reported injury.